Manufacturer narrative:
H.6. Investigation summary: ninety two sealed 32g x 4mm pen needle samples were returned from lot. No. 9092789, cat. No. 320141. A clog test was carried on all ninety two samples as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see section h.10.

Event description:
It was reported that insulin would not flow through the bd micro-fine¿ ultra¿ pen needle during use. The following information was provided by the initial reporter, translated from dutch to english: "a patient brought this box back to the pharmacy with the message that the needles did not work. This patient has been using them for years and a nurse is always injecting the insulin. Now nothing came through the needles. There was also no drop afterwards."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that insulin would not flow through the bd micro-fine¿ ultra¿ pen needle during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "a patient brought this box back to the pharmacy with the message that the needles did not work. This patient has been using them for years and a nurse is always injecting the insulin. Now nothing came through the needles. There was also no drop afterwards."